Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2 upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: d1: unk taper adapter. D4: unk taper adapter. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implanted date: (B)(6) 2016, explanted date: (B)(6) 2018. Concomitant medical product: unk baseplate. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2020-02294. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a shoulder arthroplasty approximately four (4) years ago. Approximately two (2) years post-implantation, patient underwent a shoulder revision due to pain, discomfort, and disassociation. Patient was noted to have no evidence if malposition or problems that would cause the disassociation. Patient was also found to have metallosis wear that was removed by the surgeon. Attempts have been made and no further information has been provided.